Event description:
It was reported that during a v.a.t.s. Procedure, the surgeon tried articulating stapler, would not engage articulation and would not fire. Not noted how case completed. No pt consequence.

Manufacturer narrative:
H6. Damaged articulation mechanism. H3. Evaluation summary - the analysis showed that the atb45 device was received with the articulation gear teeth broken. The device was received with a cartridge loaded in the device; the cartridge was received unfired and with no damage to the spring cartridge lockout. The returned device was tested for functionality on the three articulated positions. When instrument was tested articulated to the left and center it fired, cut and formed all staples as intended. When instrument fired articulated to the right with a test cartridge, the device fired and cut as intended, however, it malformed 3 staples, observed pass the knife cut line. The staples were malformed due to the damage gear teeth. The device was disassembled to verify the condition of the internal components and articulation gear teeth were found broken.